Event description:
It was reported that, during a procedure on (B)(6) 2014, there was a sterility issue with the catheter. The nurse opened the catheter and it was exposed out of the box. A different catheter was used and the issue was resolved. The patient did not experience any symptoms or complications associated with this event. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter revealed that the inner tray of the packaging did not properly hold the components in place. The sterile tray was received for analysis with the outer lid peeled back. As received, the distal tip of the catheter was out of place and protruding from the inner lid and lying in the outer tray.